Manufacturer narrative:
An infection at the ipg and lead site(s) was reported to abbott. Surgical intervention took place wherein the entire system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg and lead sites. As such, surgical intervention took place wherein the entire system was explanted to address the issue.